Event description:
It was reported that the catheter dislodged one month after implant. The patient had a revision. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.